Manufacturer narrative:
(B)(4). Date sent: 11/7/2016. Additional information requested: how much bleeding occurred and if a blood transfusion was required. Also, what caused the bleeding to occur? Additional information received: the account called back stating that when removing the device it tore the mesentery. Little bleeding occurred, but no transfusion was required. Another device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis showed that the tsw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked on to tissue but the grey handle jammed and would not fire. This happened on the second fire with no staples being deployed and there was no cut line. A white reload was in use and there was no buttressing material. The customer did not report any patient consequences.